Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt, a 37 y/o iddm, obtained low readings on her one touch ii meter on 8/1. She went to her scheduled pre-natal appointment at 4:00 pm where a blood glucose measurement of 295 mg/dl was obtained. Her physician requested that she go to the hosp. Prior to departing for the hosp, she obtained a reading of 181 mg/dl on her meter and upon arrival at the hosp 1 hour later, a hosp meter (brand unk) result was 300 mg/dl while her meter read 146 mg/dl at the same time. She was admitted to the hosp for 2-3 days for observation and control of her blood glucose. The pt's medication at the onset of pregnancy. Determination of change to insulin is being evaluated. The meter was cleaned and maintained according to MFR recommendations. Pt is using expired test strip product.